Event description:
A pt reported experiencing inaccurate erratic results with a one touch basic meter. The pt's blood glucose results were 54 and 95 mg/dl. Tests were done within 10 minutes. No furhter info has been reported.